Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit is down. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse set up the unit for battery calibration. Then. While battery calibration was running, 48mins into calibration, the unit shut-off. The fse restarted the device and it shutoff again. The fse notified the customer that the device needed to have batteries replaced. The fse stated that the customer replaces their own batteries and did not want to purchase. The unit was left with the customer and stated that getinge does not recommend using device until batteries are replaced. Three (3) gfe attempts have been performed to obtain additional information. No response was provided to the last gfe attempt. The complaint will be closed. In the event that new information becomes available, the record will be reopened and updated accordingly.

Event description:
N/a